Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer had taken no action to address the bg. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.